Manufacturer narrative:
Capital equipment evaluated at customer site. The fse found oil mist emitting from the oil filter cap. Customer also said that system was noisy when vacuum pump was first turned on. Replaced vacuum pump and oil return tubing. Ran vacuum testing. Replaced cracked door handle as well. Ran an empty chamber standard cycle. System performs to specs. Result: oil filler cap.

Event description:
The customer reported that there was fog/appearance of mist in the room when the unit is running. There were no reports of physical complaints related to the mist. The asp field svc engineer (fse) went to the facility to assess the unit.